Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2905686 and product code 810041b. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced urinary frequency, a slow stream and lower abdominal pain.